Manufacturer narrative:
As reported, sorbafix enhanced fixation device failed to fixate the mesh. The subject device is available for evaluation, however, at this time has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The IFU states, "compress handpiece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed". Not returned.

Event description:
As reported, during an unknown procedure the sorbafix fixation device was used, and the fasteners failed to fixate the mesh/ tissue presenting loose fasteners. It was also reported that another device was used to complete the procedure and there was no reported patient injury.